Event description:
The customer's parent reported that the customer was hospitalized for mono and tonsillitis and had high blood glucose. The blood glucose reading was over 300 mg/dl. The customer was wearing the insulin pump at the time of the event. The parent reported that the customer's blood glucose had been over 500 mg/dl the day prior to being hospitalized. The customer was treated with IV and boluses from the insulin pump while in the hospital. The parent was advised to call back to troubleshoot for any possible issue with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.